Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death provided as (B)(6) 2012. There was no reported product deficiency. The reported death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that between several months to one year post implantation of two xience v stents in the distal to mid left anterior descending coronary artery, the patient experienced sudden cardiac death. An autopsy was not performed. No further information could be obtained from the patient's representative. There was no additional information provided.